Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had trouble priming the insulin pump. The insulin pump alarmed motor error. The act button was sticking. They do not trust that the insulin pump will deliver a bolus. It sometimes did not notify. Customer's blood glucose level was not reported. The device was not returned.